Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized following a heart attack and diabetic ketoacidosis. Reportedly, the pump became disconnected while customer was sleeping. No further information was provided on the reported event.